Event description:
The customer reported that a pt "pause" event on (B)(6) 2014 at 10:30am approximately in (B)(6) . Staff stated they were not aware of the pt condition immediately and did not receive an alarm page for this event. They were unsure if an alarm was provided at the central or if it may have been provided by was silenced. It has been indicated that paging is used as a primary means of alarm notification which is rep of off-label use. The pt experienced a pause event but was not immediately attended to. The pt expired.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.